Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced incontinence resulting in explant of the artificial urinary sphincter (aus). A new aus was implanted. No patient complications were reported.